Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's father that the customer received a button error alarm. Customer's blood glucose level at the time 200 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
Insulin pump received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.